Event description:
It was reported that the patient presented with multiple noise episodes on their right ventricular (rv) lead that led to pacing inhibition. Therefore, the physician explanted and replaced the rv lead on (B)(6) 2022. The physician confirmed that the cause of the episodes and pacing inhibition was subclavian crush through visual examination. The patient condition was stable.

Event description:
It was reported that the patient presented with multiple noise episodes on their right ventricular (rv) lead that led to pacing inhibition. Therefore, the physician explanted and replaced the rv lead on (B)(6) 2022. The physician confirmed that the cause of the episodes and pacing inhibition was subclavian crush through visual examination. The patient condition was stable.

Manufacturer narrative:
The reported events were subclavian crush, lead fracture, insulation abrasion, and sensing noise. As received, a complete lead was returned in one piece for analysis. The reported events of sensing noise and insulation abrasion were confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of sensing noise was due to the exposure of the outer coil in the abrasion location. The reported events of subclavian crush and lead fracture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination did not find any conductor fractures.